Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(6) 2016 to all potentially impacted client sites. The software notification includes a description of the issue and notification that a software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however cerner corporation has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. Cerner's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for cerner medication clinical decision support (mcds) nor is it currently actively regulated by the FDA. This issue involves medication clinical decision support (mcds) and causes a drug-to-drug interaction alert to not be displayed to the end user. This issue occurs if the client is using alert filtering and one (1) major or major-contraindicated drug-to-drug interaction alert should be displayed; the alert will be actively suppressed. If two (2) or more major or major-contraindicated drug-to-drug interaction alerts should be displayed and the client is using alert filtering, the alerts will be displayed correctly. Cerner has not received communication on any adverse patient events as a result of this issue.